Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system logs and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the issue. No report of patient involvement. Hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in an inability to initiate mechanical ventilation during service. There was no patient involvement.